Manufacturer narrative:
The device was returned for evaluation.  The device failed visual inspection but passed all functional testing.  The ac adaptor was found to have the connector protruding from the housing, though the connection remained stable.  The root cause of the reported event is most likely related to an improper assembly. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller requires two power sources for safety: either two batteries or one battery and an ac adapter or dc adapter. Proper connection is verified when the ac/dc indicator on the controller turns green and the corresponding battery indicator turns off. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that while hospitalized for an unrelated issue this patient notified the vad coordinator of power disconnects while using the ac adapter at home.  The vad coordinator was able to replicate the issue while manipulating the adapter.  The adapter was exchanged without consequence to the patient.  No further information was provided.